Event description:
A malfunction alarm was reported by the customer when a pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support to load a new cartridge correctly, the customer was unable to resume insulin therapy as the cartridge alarm recurred. The customer reverted to an alternate method of insulin therapy.